Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal 500mcg/ml at 100mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. During pump replacement on (B)(6) 2017, due to it being "time for a new pump," the physician aspirated the catheter and some kind of white tissue was pulled into the syringe. The tissue/substance was sent to pathology. No symptoms were reported. The physician liked to disconnect the catheter from the pump and see if the catheter would drop with just gravity. The physician felt this was a true test for catheter patency. The manufacturer representative could not see, but apparently the catheter was not dripping on its own. The physician did a valsalva with anesthesia machine a couple of times to see if catheter would drop. Again the manufacturer representative could not see what happened, but then the physician aspirated with a tb syringe and was able to clear the catheter, this was when the unknown tissue/substance was aspirated into the syringe. It was unknown what factors may have led or contributed to the issue. No actions were taken after they were able to aspirate. The issue resolved at the time of report. No further complications were reported/anticipated.